Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), genetic history of cardiac issues, ruptured papillary muscles, dilated left atrium and significant gap between leaflets for a mitraclip procedure. During the procedure, one mitraclip was implanted. An attempt was made to deploy mitraclip 50212a2116. The knobs were unable to respond. A lot of + knob and a knob was used. Some m knob was also used. The clip angle was in range of 91 and 120. The clip had interaction with papillary muscles and other chordae. The clip was reported to be difficult to remove from the anatomy. It was observed at the back table that wires were protruding out from the clip delivery system. The mr was decreased to grade 3-4 post procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported cable break or deformation. The steerable sleeve shaft was confirmed to be torn at the distal end. The reported improper or incorrect procedure or method failure to follow steps/ instructions, and difficult or delayed positioning anatomy could not be replicated in a testing environment due to it being related to patient or procedural /operational circumstances. The reported difficult to remove cds/sgc during procedure could not be replicated in a testing environment due to the returned condition of the cds. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported cable break appears to be related to user perception (difficulties with + knob). The reported torn steerable sleeve shaft appears to be related to procedural conditions (advanced steering with more than expected knob usage required). The reported difficult or delayed positioning (anatomy) is related to procedural conditions (interaction with papillary muscles during positioning). The reported difficult removal of the cds through the sgc appears to be related to procedural conditions (unable to straighten clip for removal). The reported improper or incorrect procedure or method was associated with the user deflecting the sleeve tip more than 90 degrees. It could not be determined if this deviation contributed to the reported adverse events; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), genetic history of cardiac issues, ruptured papillary muscles, dilated left atrium and significant gap between leaflets for a mitraclip procedure. During the procedure, one mitraclip was implanted. An attempt was made to deploy mitraclip 50212a2116. The knobs were unable to respond. A lot of + knob and a knob was used. Some m knob was also used. The clip angle was in range of 91 and 120. The clip had interaction with papillary muscles and other chordae. The clip was reported to be difficult to remove from the anatomy. It was observed at the back table that wires were protruding out from the clip delivery system. The mr was decreased to grade 3-4 post procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Na. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.